Manufacturer narrative:
This report is submitted on 06 oct 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the overgrown tissue.